Event description:
It was reported that the user experienced low blood glucose, including a reported value of 40 prior to the call and 65 at the time of contact, after having returned to range and then dropping again; the user asked if treating with a pack of gummies was acceptable and was advised to do so. Symptoms included hypoglycemia. Outcomes included transient interference with daily activities due to the low glucose event. Investigation included a review of user-reported blood glucose history and provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded that the event was user-experienced hypoglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.